Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on (B)(6) 2019 during the day. The customer blood glucose level was unknown at the time of hospitalization and current blood glucose value was 374 mg/dl. The customer was treated with insulin drip and shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The device will not be returned for analysis.